Manufacturer narrative:
Samples were drawn in bd lihep tubes. Per customer, initial sample was run on a barcoded, primary tube through automated cta (closed tube accessing system). Rerun was performed on another tube from the same draw time. A pm (preventive maintenance) was recently performed and per customer, all qc and system checks have been performing according to specifications. A precision run was also performed and was acceptable to customer. Service was not dispatched for this event. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result produced by the unicel dxc 600i synchron access clinical system for one patient. Customer tested a patient sample for accutni and obtained a result of 21.47ng/ml. A second sample from the same draw as the first sample gave a result of 0.03ng/ml. The erroneous result was not reported outside the laboratory. There was no affect to patient or user with regards to this event.